Manufacturer narrative:
The dispatched dräger fse confirmed during on-site evaluation what the biomedical department of the hospital already had determined - the device exhibited an error condition of the electronic gas mixer due to the fact that the air input from the hospital's central gas supply system was contaminated with oil from the compressor. A corresponding alarm was posted. To compensate other failure modes, the device is equipped with a second mechanical gas mixer via which an emergency gas supply can be established to continue ventilation. In the particular case, further use of the device would have put the patient at risk due to the contaminated gas. It was an appropriate user response to replace the device to continue with the procedure. The device is back in use after exchange of all subsystems and parts in the gas dosage system that were exposed to the oil contamination. The reported event must be attributed to an infrastructure problem. It is specified in the technical data that the oil content of the gas input to the device must be below 0,1 mg/m3. This was obviously exceeded and led to the malfunction. The device has shut down the gas mixer and posted a corresponding alarm. Remark: a second device was affected by the same error condition as well.

Event description:
It was reported that the anesthesia workstation suddenly exhibited a malfunction during use and could not be further operated. As per report, the device was replaced; the event did not lead to consequences for the patient.